Event description:
(B)(4). The dr. Told me I would feel some pain, but that pain never went away in my pelvic. Its been a constant pain that has been increasing with time. I been suffering from back pain and ; also I get muscle pain. In the mornings I wake up with pain in my bones and ; my hands twisted, like if I was having muscle spasms. Lots of fatigue which is not normal for me because I have always been an active person ( athletic ). I'm experiencing lots of migraines and ; mood swings. Insomnia to the point where they had to medicate me for sleeping pills. I've been to the hospital multiple times with pain, one time due to a miscarriage that was not easy for me to go thru. Also have been experiencing depression because of all the symptoms and ; because when my husband and ; I have sexual intercourse at times I have to stop because I get lots of pain. The pain in my legs never goes away,at times it feels like my legs are burning from inside. For the depression they had to give me medicine also. Overall this has changed my life in all to the point that I'm getting the implants removed and ; if they cant remove them safely they will have to remove my uterus.